Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with significant bend of >45 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. A 12x3.50mm promus premier drug-eluting stent was implanted to treat the lesion. However, a dissection was observed in the distal edge of the stent. No further patient complications were reported and the patient status was stable.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with significant bend of >45 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. A 12x3.50mm promus premier drug-eluting stent was implanted to treat the lesion. However, a dissection was observed in the distal edge of the stent. No further patient complications were reported and the patient status was stable. It was further reported that the procedure was completed with a different device to seal the dissection.

Manufacturer narrative:
Device is a combination problem. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/08/2019 09:38 am CT. The report number is being corrected from: 2134265-2018-64509 to: 2134265-2018-63725

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with significant bend of >45 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. A 12x3.50mm promus premier drug-eluting stent was implanted to treat the lesion. However, a dissection was observed in the distal edge of the stent. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Date of event corrected from (B)(6) 2018. Implant date updated from (B)(6) 2018. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 02:28 pm CT. The report number is being corrected from: 2134265-2018-63935 to: 2134265-2018-63725.